Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system was not starting. Upon troubleshooting actions, the fse identified that a suite pc software error. Fse reinstalled the software. After reinstalling the software, the system was returned to use in good working order.